Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The lens remains implanted. Device evaluation: the product testing could not be performed as lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaints have been received for this production. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zct300 tecnis toric iol (intraocular lens) was placed at 98 degrees in the patient's right eye (od). At 1-month study visit, (B)(6) 2018, iol was measured at 115 degrees. This outcome did not affect patient's daily activities and there was no patient injury. There is no planned or performed treatment at this time. The lens remains implanted. The patient reported blurred and hazy vision when not wearing glasses or contacts. Mild physical discomfort related to eye was also noted in 1-month study visit. The patient had mild blurred, hazy vision and mild physical discomfort related to vision, which continued to persist. There were no other medical findings noted at this visit. The patient concluded his 6-month study visit. No further information provided.